Event description:
Information received from the field notes that the patient presented for a routine follow-up asymptomatic. The device interrogated with dashes (---) for parameters. A message appeared that the device was either in back-up mode or there were telemetry errors. Attempts to reprogram the sensor value to passive were unsuccessful. Because of the age of the device, the physician elected not to attempt a download and replaced the device.